Event description:
User received discrepant troponin t and ckmb results for one patient sample. Sample type is plasma drawn in a griener 13x75 mm gel separator sample tube. Initial troponin t result gave 0.246; repeat gave < 0.010 ng/ml. Sample was repeated twice on other e2010 (B) (4) at the site giving < 0.010 ng/ml each time. Troponin t result of < 0.010 ng/ml was reported to the floor. Initial ckmb gave 6.96; repeated twice on e2010 (B) (4) gave 5.47 and 5.57 ng/ml. No erroneous results were reported. Troponin t reagent lot number 15461201. Ckmb reagent lot number was not provided. The field service representative found sipper path tubing out of alignment and improper b line sampling position as a possible cause. He adjusted front/back sampling position to center of tubes/cups, re- aligned sipper path and checked r/s b-line sampling position. Performance tests, calibration and controls were run to verify analyzer performance.